Event description:
Subsequent information to the initially filed was received: a 6f sheath was used prior to advancing the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. A4: patient weight was reported to be 70-79 kg.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a moderate calcified right common femoral artery with proglide devices using the pre-close technique prior to an evar procedure. Reportedly, a cuff-miss was noted. The sutures of two new proglides were successfully pre-placed. Hemostasis was achieved with the sutures of the two proglide devices. There was no report of adverse patient sequela. There was no report of clinically significant delay in the procedure. No additional information was provided.